Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cna0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a faulty injector and therefore, the intraocular lens (iol) was not implanted. Additional details were received regarding the reported faulty injector. It was noted that the back haptic was out and didn't fold when the lens was advanced. Consequently, the lens was not used, and a backup lens was utilized instead.